Event description:
The reporter called and alleged discrepant results on the device when compared to a lab. The device results reported were 6.2, 5.4, 6.1, 4.2, and 4.8 inr. The corresponding lab results reported were 3.5, 3.8, 4.0, 31., and 3.3 inr. The device was replaced and requested to be returned for evaluation.